Event description:
Customer called to report was hospitalized on (B)(6) 2014 for high blood glucose. Blood glucose reading was 1600 mg/dl. Customer has been disconnected from the insulin pump and put on manual injections. The customer was throwing up and not lucid enough to treat prior to the hospitalization. Customer stated that the threshold suspend was the cause for the high blood glucose and hospitalization. Troubleshooting was performed. The time and date settings were incorrect. Assisted with correcting the settings. Advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).